Event description:
A 5.5mm ti cancellous locking screw broke post-operative. Surgeon determined the risk of anterior revision was too great and revised the pt with a posterior fusion and left the broken screws in place.